Event description:
It was reported during testing conducted prior to a procedure at the healthcare facility the device had metal shavings coming out of it. There was no surgical delay, medical intervention, adverse consequences or impact on the patient reported with this event.